Event description:
During a procedure, the peanut optical forceps was being used to remove a foreign body from a patient's lung. One of the two jars of the peanut opical forceps was reported to have broken and detached from the forceps shaft. The failure was noticed immediately by the surgical staff, and was removed without further reported complication. No injuries were reported due to this incident.